Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for lead revision due to noise on the right ventricular lead. The patient was asymptomatic. The lead was capped and replaced successfully on (B)(6) 2016.